Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation, as they were discarded at the medical facility. This is the final report.

Event description:
A report was received the day after the patient's trial implant, the patient went into anaphylactic shock. The physician reported that the anaphylactic shock was not device related, but was a reaction due to the use of latex during the implant procedure. The trial leads were explanted and the patient is reportedly doing well.